Event description:
Rptr had a bronchoscopy to find out if a lung infection (mycobacterium avium) had cleared up. The day after procedure rptr began to feel pain in side and around to the back along with a low grade fever. A week later rptr began to expectorate green-tinged sputum. Two weeks later they coughed up blood. Rptr was placed on septra. Still experiencing pain two months later. The bronchoscopic wash grew mycobacterium chelonae and rptr questions whether the bronchoscope was cleaned properly. Procedure done at hosp.